Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the pump "died" on the patient, causing a hospitalization for a lengthy period. Nothing was being delivered for pain and caused the patient to go into withdrawal. Also causing expenses and suffering. The patient was very displeased and wished for compensation. The managing health care provider (hcp) was notified about the pump malfunction; appointment dates were unknown. The malfunction and withdrawal symptoms were first experienced in the summer of 2014. The pump was reportedly turning off, then turning back on again, by itself. It malfunctioned on it's own, until it finally "went dead". The patient went to the hospital in crazy pain and withdrawal. They did not know anything, then the patient was sent to a rehabilitation center where an hcp knew immediately. The machine was tested and it was dead. The patient was in hideous pain and withdrawal at the same time. The managing hcp was contacted and the patient was put on oral medications. The pump was surgically removed on (B)(6) 2014, with 2 hospitalizations and 1 rehabilitation center visit as a result. At the time of the malfunction, the drugs delivered via the device system were clonidine, dilaudid, and bupivacaine, but dosages were not known.